Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the device failed internal leakage test and pressure transducer test failed during pre-use check. Device was checked and nozzle unit on air gas module was found defective and has been replaced to resolved the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Our conclusion is that the replaced part was the cause of the failure. Provided photos confirm physical damage of the nozzle unit. Unfortunately the time of last replacement of the nozzle unit/ pm kit is unknown and it can not be determined if this was premature damage, hence the root cause was not established.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).